Manufacturer narrative:
One opened bl5111 pack from lot number w1374 was received. Visual inspection found the assembly dirty with fluid in the lines and collection cassette. A functional test was performed using a stellaris pc system. The collection cassette was captured and recognized by the system. The assembly passed the self-vacuum test, primed, irrigated and aspirated as intended. The assembly was not blocked. Product evaluation did not confirm the failure mode. Review of the complaint database revealed no other complaints have been submitted against lot w1374. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Product has been requested for evaluation however it has not been received.sterilization and lot history records were reviewed and no exceptions were found.the investigation is ongoing.

Event description:
During a cataract procedure the irrigation flow was slow and only dripping. The doctor suspects blockage within the irrigation system. The capsule was ruptured and a vitrectomy was performed.